Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , 'upstream occlusion alarms' was not reproduced. A review of the event history log revealed upstream occlusion! Messages. The service history record (shr) review was completed and revealed no findings that could have directly contributed to the current complaint. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor out of range and failed to calibrate. Ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion during a saline infusion in the acute care department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.